Event description:
It was reported that while using bd vacutainer® sodium fluoride/potassium oxalate 10mg/8mg, the customer noticed one (1) tube was missing the mixture. No patient impact reported.

Manufacturer narrative:
Investigation summary: bd received 10 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for missing additive was observed. Additionally, the customer samples along with 100 retention samples from bd inventory, were evaluated by visual examination and the issue of missing additive was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of missing additive based on customer sample and photo analysis, but unable to confirm based on retain sample analysis bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.